Manufacturer narrative:
Product ID neu_unknown_lead. Lot# unknown. Serial#. Implanted: (B)(6) 2021 explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient's wire came out of their back but was still plugged into the device they were wearing. They were advised they would need to contact their doctor's office to get it put back in their back. They reported later the same day that their wires got hooked on a door knob and had come loose the other day. They went to see their neurologist and had gotten this fixed with new settings.